Event description:
A (B)(6) male pt's son contacted zoll customer support to report that the battery charger was not recognizing the battery packs. The pt received a replacement battery charger.

Manufacturer narrative:
Device eval of battery charger (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon receipt, the charger would not power on. The cause of the inability to power on is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.